Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly at 55% battery life. The pump was able to be turned back on after plugging it into a power source. However, when the pump was unplugged from the power source, it shut off again. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.